Event description:
It was reported that the puncture site was the left jugular vein. The clinician reported, that during the puncture process, air was aspirated through the needle. It was at that time, noticed the needle hub broke. There were no reported pt complications.

Manufacturer narrative:
Eval: one needle/luer syringe and the hub were returned for eval. The reported complaint of "needle broke" was verified through visual inspection of the returned sample. The hub of the returned needle broke approx 5mm from the distal end of the hub. A DHR review was completed with no relevant findings. No anomalies on the part were found to relate this complaint to a mfg issue. The potential cause of the complaint cannot be determined.